Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had an appointment on (B)(6) 2013 and, at that time, wanted the pump removed due to the ¿inability to tolerate adverse side effects¿. The side effects included sweats, nausea, vomiting, diarrhea, appetite loss and weight loss. The patient was seen in the emergency room (ER) about a week prior to the appointment. The patient was treated for dehydration and released. It was noted that the patient was on a diuretic with a potassium supplement and had more tension headaches. The device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.